Event description:
Sales rep reports the patient returned to the clinic with two broken rods after four months of implantation. There was no report of fall or traumatic event. Levels operated on were t1 - l4. Reports patient experienced delayed union and overloading. See mfg medwatch report # 1526439-2012-00003 for the other broken rod that was involved in this event.

Manufacturer narrative:
Depuy spine has requested the return of the broken rod for evaluation. A follow up medwatch report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
(B)(4). No conclusion can be made as the rod is not available for evaluation. However, the device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as with cyclical loading of the device over time. Notches, scratches or bending of the device during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device. At this time, the complaint is considered to be closed. Device not available.